Event description:
Litigation papers allege the pt suffered and continues to suffer symptoms including, but not limited to pain, weakness, difficulty walking, numbness, popping of the hip, trouble sitting, and difficulty with even simple daily living activities. Additionally, the patient has a risk of elevated cobalt and chromium metal ions in his blood stream as a result of the metal on metal implants.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.